Event description:
Agent ide study it was reported that restenosis occurred. On (B)(6) 2020, the patient's right coronary artery (rca) was treated using a 2.50 x 32mm synergy des. On (B)(6) 2024, the patient was presented to the clinic for a routine follow up of the index procedure. On (B)(6) 2024, diagnostic coronary angiography revealed 90% in stent restenosis at the mid rca. The patient was then treated using another two synergy des and two nc emerge balloons. The event was then considered to be resolved.

Manufacturer narrative:
G4 corrected to no.

Event description:
Agent ide study. It was reported that restenosis occurred. On (B)(6) 2020, the patient's right coronary artery (rca) was treated using a 2.50 x 32mm synergy des. On (B)(6) 2024, the patient was presented to the clinic for a routine follow up of the index procedure. On (B)(6) 2024, diagnostic coronary angiography revealed 90% in stent restenosis at the mid rca. The patient was then treated using another two synergy des and two nc emerge balloons. The event was then considered to be resolved.